Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening (orientation line), brown particles inside the shell and white particles outer surface the device. A microscopic analysis was performed, which identified an opening in the radius (orientation line ): opening assessed as unidentified tear opening. A dimension measurement in the shell was performed, which identified the thickness within specification . Based on the device analysis the final assessment is: a separation of the shell and radius (orientation line)due to a unidentified (tear) opening.

Event description:
Physician reported right side loss of volume. The tissue expander was explanted and replaced with a tissue expander.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Physician reported right side loss of volume. The tissue expander was explanted and replaced with a tissue expander.